Event description:
Event description cpi received information that at a routine follow-up appointment interrogation of the implantable cardioverter defibrillator (ICD) noted 652 episodes, yet the patient reported that no shocks were delivered.